Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to describe event or problem, the cable and video connector had physical and chemical stress and the scope connection was loose. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the high definition autoclavable camera head had a noisy image during an unknown event. Upon inspection and testing of the returned device, it was observed that the device had a faulty charged coupled device. This report is being submitted for the faulty charged coupled device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 23-feb-2022. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that lines appeared on the image and image became hard to see due to faulty charged coupled device (ccd) unit as reported. They could not assume the cause of the faulty ccd. Other incoming inspection findings were as follows: cable is buckled; coupler is loosened; corrosion on the electrical contacts. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the event occurred at the time of the estimate inspection at the repair department.